Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for non-malignant pain. It was reported that patient's ins had not been holding a charge and "dies almost instantly". Patient mentioned her ins will be charged fully, and the charge will last an hour or two and the battery will deplete. The issue started about six months prior to the date of report. The exact date was not provided. Patient had "just been dealing with the pain" from her crps. Patient had this pain prior to the implant. Patient charged their ins to 100%. Patient confirmed that they had not had any falls or trauma. Later, patient reported that she went to use the equipment to check her MRI status and noticed she couldn't connect. It was confirmed that patient was seeing the reposition antenna message on the ins recharger and poor communication on the patient programmer. Patient's last successful charge of device was over a month ago. There was no communication with the external devices. Patient was redirected to the hcp to address possible overdischarge. No further complication were reported/anticipated.